Event description:
An attempt was made to use one euphora coronary balloon catheter to treat a lesion. The device was inspected with no issues. Negative prep was not performed. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used. It was reported that the catheter detached into two pieces during advancement through guide catheter. The euphora was inserted on the wire and advanced with no force needed. Under fluoro the euphora was continued to be advanced, however the euphora did not exit the guiding catheter tip. The euphora advancement was stopped, and the guiding catheter, euphora, and wire were removed in one piece. The euphora was never outside the guide. Once outside the body, the balloon and wire were removed from the guide. The euphora was in two pieces, broken at the hypo-tube. The distal portion of the balloon with part of the catheter remained on the wire. The detached portion of device does not remain in the patient. The patient is alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: there was no force needed during withdrawal of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis summary: the device returned with a detachment on the hypotube. Only the distal section of the device returned for analysis. Kinks were evident on the hypotube distal to the detachment site. The hypotube material was oval and jagged at the detachment site. The balloon folds returned intact. No other damage evident to the remainder of the device. No deformation was evident to the distal tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.